Event description:
Physician reported uterine perforation.

Manufacturer narrative:
User error resulted in a breach in the integrity of the uterine wall. Novasure cavity integrity assessment (cia) test identified the perforation and prevented user from conducting the ablation, therefore, avoiding complication. No add'l surgical intervention and/or extended hosp stay were required. Device performed as intended.